Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The tip has arc/burn damage between the electrode prongs. The product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found a wand end of life error when plugging the wand. Using a bypass box the device had no issues activating coag or activating the setting button. No sparking or burning occurred. Device was opened and found no damage inside or on the buttons. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include used non-conductive media. Ensure that the wand tip (including return electrode) is completely surrounded by conductive media during use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up, the surgeon was holding the werewolf fastseal hemostasis wand and not engaging the button, and a loud pop and an arc of current came from the tip of the wand. It is unknown if there was a smith and nephew back up device available. No delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).